Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-58 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that after a device changout procedure approximately three months prior, the atrial lead had decreased and was "very low." The lead remains in use. No patient complications have been reported as a result of this event.